Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system touchscreen was not functional. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touchscreen was not functional. A field service engineer (fse) worked with the customer to reload the touchscreen drivers. The customer verified that the issue was fixed. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.